Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display of the s5 roller pump was found to be not working. This issue was discovered by a sorin group field service representative during preventative maintenance, so there was no patient involvement. The service representative replaced the lcd touch screen with a new led touch screen. The pump was inspected and tested according to the manufacturer specifications and no issues were observed. The unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display of the s5 roller pump was found to be not working. This issue was discovered by a sorin group field service representative during preventative maintenance, so there was no patient involvement.